Event description:
It was reported that at patient underwent a total resection of the hypopharynx and pharynx with esophageal reconstruction on (B)(6) 2012 and a drain was placed in the neck. While the patient was in the ICU the patient's neck began to swell and the drain did not suction. The drain was connected to an aspiration device but still did not drain. The surgeon attempted to massage the neck but the patient developed hemorrhagic shock and required emergency surgery and a blood transfusion. The patient is now in stable condition. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1011770, batch j1116289, batch j1119788. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02626. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch number j1119788 was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1011770, mfg date: 08/01/2010, exp date: 08/31/2015; batch j1116289, mfg date: 09/01/2011, exp date: 09/30/2016; batch j1119788, mfg date: 10/01/2011, exp date: 10/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.